Event description:
It was reported that the patient received inappropriate therapy due to oversensing, causing the patient to fall. The lead was capped and replaced when repositioning was unsuccessful. A portion was returned for analysis.

Manufacturer narrative:
Analysis was normal. No anomaly found. The lead exhibited normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.